Manufacturer narrative:
Investigation is ongoing

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years post transfemoral tavr procedure with a 26 mm sapien 3 valve, the valve is failing. Per feedback from the fcs, the patient underwent a valve-in-valve procedure with a non-edwards due to device stenosis.